Manufacturer narrative:
The observation of an eol message on the clinician¿s programmer was confirmed. As received, the ipg displayed the ¿replace generator soon¿ when queried with a cp. The uep inductive tool showed eri and eol time stamps had been logged. The device was running the therapy application and functional. Once the eri and eol time stamps were set to zero, the ipg functioned as intended. A longevity calculation confirmed normal battery depletion based on average device usage using the patient parameters provided. When the device declares eol, the ability to program the device and stimulation therapy is inhibited. The root cause of the reported observation was due to the device having normal battery depletion to the eol. As the issue was due to normal battery depletion, it does not meet reportability criteria.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the end of life message was displayed, and the patient lost therapy prior to (B)(6) 2020. To address the issue, the physician explanted and replaced the ipg with a new model. This resolved the issue.